Event description:
It was reported that the patient has had volume discrepancies at their last two refills. The expected reservoir volume was 3.1 ml, actual reservoir volume was 22 ml. At a previous refill the following was noted: erv was 3 ml, arv was 8 ml. The hcp has been filling the pump halfway through the refill cycle to make certain that the patient gets relief of spasticity. The hcp planned to perform a dye study in the near future.

Manufacturer narrative:
The synchromed ii pump serial number is within the suspected population of infusion devices that are potentially missing propellant as described in medtronic's physician letter dated may 2008. (Synchromed ii missing propellant recall, dated may 2008, pending).